Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with additional instructions how to repair the device; however, after performing multiple good faith efforts (gfe) on 22jul2024, 08aug2024, and 15aug2024 for the resolution of the event, the customer did not provide a response. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not responding. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not responding. It was also reported that the touchscreen was not passing the calibration. The customer was provided with the part number for a replacement touchscreen. The investigation is ongoing.